Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the upward/downward knob couldn't be locked securely due to the wear of the lock engagement lever, a dented forceps channel port, an air/water cylinder and suction cylinder with no color, the expected insulation capacity couldn't be obtained due to a cut on the heat shrinking tube of the lock engagement lever, the insulation resistance value at the distal end did not meet the standard value due to a peeled adhesive on the bending section cover, the bending angle in the up direction did not meet the standard value due to the wear of angle wire, a chipped adhesive around the objective lens, a dented universal cord, a cracked light guide lens and adhesive on the bending section cover, and a wrinkled connecting tube. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope had a disturbed air/water channel. The issue was found during an unknown event. The device was returned for evaluation. During the device evaluation, foreign material in the jet tube was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The suggested event may be detected and prevented by handling device in accordance with the following IFU. IFU: cf-h185l/I operation manual chapter 3 preparation and inspection states how to detect the event. IFU: cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope states how to prevent the event. Olympus will continue to monitor field performance for this device.